Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer observed button was unresponsive. The customer reported no adverse event. The event involved product(s) mmt-1886l. Troubleshooting was partially performed and the pump has not been exposed to altitude change. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1886l was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that multiple stuck key alarms were found on 06/14/2025 05:39:12.000 and 06/15/2025 10:53:00.000, with a total of 2 stuck key alarms recorded. Additionally, critical pump error 53 was also noted from the main error log, file number=14 and line number=1232. Displacement test was performed and unit passed displacement test. Per software engineering log investigation, alarm fault 53 was caused by the dm_motorbasalminuteeventprocess() function since the basal rate update response from the motor mcu was missing for 2 minutes in a row. Isolate to electronic assembly, motor voltage regulator. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. Corrosion was found on internal and external battery connectors, in addition to moisture damage found on the electronic assembly and lcd gold flex connector traces. The following cosmetic damages were noted: battery tube threads - cracked, cracked case (battery tube), cracked case (towards display), label damage (faded), scratched case, and pillowing keypad overlay. In conclusion, customer concerns with stuck button alarm were confirmed when stuck key alarms were recorded in download history. In addition, critical pump error 53 was also recorded in download history. Because moisture damage was noted on electronic assembly, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.